Event description:
It was reported that t1 and t2 deploy together. No patient injury was reported.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Only the delivery device was returned no suture or ts. Visual assessment of the device showed the actuator is in its post t2 deployment position indicating a complete deployment. The distal end of the depth limiter is damaged/crumpled. The condition of the device indicates that the trigger was manually advanced during deployment of t1 causing the premature deployment of t2. Do not push the deployment slider twice or the second implant will deploy prematurely. No root cause related to the manufacturing process can be established.